Manufacturer narrative:
This MDR is being submitted following our procedure patient experienced low blood glucose level of 31 mg/dl; patient was not hospitalized but experienced symptoms; there is insufficient information available to determine if the v-go contributed to this event; device was discarded and not available for review;

Event description:
Type 2 diabetic on v-go 30 since (B)(6) 2015 reported to valeritas customer care that she had a "low blood sugar level of 31 on (B)(6) 2015". Ae assessor spoke with pt. For further investigation of this report. Pt. Reports she was sleeping and woke up "sweating and shaking". Pt. States she was too weak to self-treat the hypoglycemia and required assistance from a family member to bring her oral carbohydrates. Pt. Successfully treated the hypoglycemia and recovered without sequelae. Pt. Does not monitor the insulin in the v-go viewing window and was not able to identify external contributing factors to the cause of the hypoglycemia. Pt. Reports this is the only episode of hypoglycemia she has had in well over one year. This case will be closed without further follow-up from the ae assessor. Pt. Disposed of v-go so it is unavailable for technical review.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Report type: follow up #1. Follow-up type: correction checked.